Event description:
It was reported that a venaseal procedure was performed for venous insufficiency involving the bilateral great saphenous veins and bilateral small saphenous veins. At an approximately 72-hour ultrasound follow-up, a non-occlusive thrombus extension from the right small saphenous vein into the popliteal vein was identified and was reported as egit 3 with an extension of approximately 4.78 cm, and there was uncertainty whether the finding represented glue extension or thrombus. The ultrasound technologist stated they did not think the finding was glue extension. The physician reported a concern that something was wrong with the delivery gun and that it delivered more glue than intended. Anticoagulation therapy was initiated and the patient was prescribed eliquis. At a subsequent ultrasound and physician visit approximately one week later, the thrombus extension into the popliteal vein was reported to have regressed to approximately 4.41 cm and remained egit 3, and anticoagulation therapy was continued. At another ultrasound and physician visit approximately one week later, the thrombus extension into the popliteal vein was reported to have regressed to approximately 1.1 cm and was reported as egit 2. Anticoagulation therapy was continued with an additional follow-up planned.

Manufacturer narrative:
D6a: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.